Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had a arctic sun device that failed the calibration for an error 80 (non-recoverable system error), expected was 6 actual was 28, coming in for the 2000 hour preventive maintenance since the mixing pump has failed and it has 2273 hours. Per sample evaluation results received on (B)(6) 2022, it was stated that the root cause of the reported issue was a failed mixing pump motor. During evaluation, it was confirmed that the device received an error code 80 (non recoverable system error). The mixing pump had been unplugged, and a test mixing pump had been installed to cool. It was noted that the arctic sun device was primed to fill. It was also noted that the mixing pump and circulation pump assembly had also been replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted during decontamination that the unit needed to be primed to fill. The circulation pump was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had a arctic sun device that failed the calibration for an error 80 (non-recoverable system error), expected was 6 actual was 28, coming in for the 2000 hour preventive maintenance since the mixing pump has failed and it has 2273 hours. As per sample evaluation results received on 08dec2022, it was stated that the root cause of the reported issue was a failed mixing pump motor. During evaluation, it was confirmed that the device received an error code 80 (non recoverable system error. The mixing pump had been unplugged, and a test mixing pump had been installed to cool. It was noted that the arctic sun device was primed to fill. It was also noted that the mixing pump and circulation pump assembly had also been replaced.